Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg greater than 600 mg/dl). Bolus via the pump and manual insulin injections were used to address bg. Customer did not know cause of elevated bg. Pump system check was performed and pump was found to be performing as expected. Customer discussed event with a tandem clinical diabetes educator and the type of infusion set was changed; elevated bg was resolved.